Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) and esophagogastroduodenoscopy (egd) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover fell off of the scope and remained in the patient. The user attempted to retrieve the distal cover but was unable to locate it. The patient later coughed up the distal cover as he was waking up from anesthesia. There were no adverse effects to the patient as a result of this occurrence. The patient's current condition is reported to be stable. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. There were no procedural or anatomical challenges that could have contributed to the reported event, no esophageal strictures were found. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.